Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Case with patient identifier (B)(4) is related to case with patient identifier (B)(4).

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 23 mg/dl and 93 mg/dl, and then on another day, customer reportedly received the following results on the compact plus system within 10 minutes: 25 mg/dl and 91 mg/dl. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.